Event description:
The customer reported the system freeze and would not make an exposure. The fe confirmed it was an intermittent problem. This is indicative of a system lockup. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hard drive was replaced and the system software was reloaded. The system was tested and found to be working as intended and put back into service.